Event description:
Ous MDR - it was reported that approx. 3 weeks after the implantation a sudden drop of sensing and impedance with loss of capture. Heart perforation has been suspected. The device was reprogrammed.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed an increase of the pacing threshold from 0.5 v to 2.5 v between (B)(6) and (B)(6) 2017. The sensing amplitude decreased from 13 mv to 8 mv. In the same period of time the pacing impedance decreased from 750 ohms to 300 ohms with a severely varying curve progression. These findings most likely occurred due to the reported perforation which was confirmed by the x-ray images.